Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was returned for evaluation. During visual inspection the sheath liner was received fully and circumferentially delaminated 145mm in length. The delivery system balloon shaft was received cut with the distal end (inflation balloon and crimped valve) within the delaminated liner. The marker band was then found attached to the crimped valve. Additionally, the sheath distal tip was split and there was soft tip damage. Due to the nature of the complaint, no applicable dimensional or functional testing were able to be performed. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes during manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided by the site, imagery and procedural cine were provided by the site for the evaluation. Calcification was present at the patient's aortic bifurcation and abdominal aorta. The first delivery system was observed with the crimped valve caught on sheath tip during the retrieval attempt. Continuous attempts to retrieve the valve and delivery system showed the valve caught on sheath tip. While using the first delivery system, the valve was able to be pulled back into sheath tip; however, the c-marker band gets stuck onto the crimped valve as it was pulled through the sheath. The IFU, device preparation manual, and procedural training manual were reviewed. When inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position. When removing, ensure the delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently. Do not force if resistance is met near or at the sheath tip. Force could result in tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, a product risk assessment (pra) was previously initiated to assess the risk associated with separation of the sheath marker band. The pra documents the potential for component embolization. However, there was no report of embolization during this event. The risks outlined in the pra remain the same. The pra remains applicable, and no further action is required. Since no edwards defect was identified, no corrective or preventative actions are required. A corrective action preventative action (CAPA) was previously initiated to capture the investigation of the manufacturing issues related to the potential effect of marker band separating from shaft. The CAPA is closed. Pra assessment determined that the product is within control limits; therefore, no further action is required. The events were confirmed upon visual inspection of the returned device. However, no manufacturing non-conformances were identified during the evaluation. A review of the DHR, lot history, and complaint history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box. The description states, 'during initial implant in a moderate calcified landing zone, the valve was not able to be inflated due to a balloon leakage. The valve was able to pull back in the sheath and out of the patient without injuries'. Per evaluation of the returned device, the liner was received fully and circumferentially delaminated, the distal tip was split, and the c-marker band was separated and found stuck onto the crimped valve on the delivery system. Per imagery provided, calcification was present at the patient's aortic bifurcation/abdominal aorta. Procedural cine also showed continuous attempts to retrieve the delivery system/crimped valve through the sheath and the marker band stuck on the crimped valve as it was pulled through the sheath. As evaluated, the delivery system balloon had a torn balloon. As the balloon was torn, the altered balloon profile can be more susceptible to catch on the distal end of the sheath tip. Furthermore, the presence of calcification may have contributed to a non-coaxial withdrawal of the delivery system. The torn balloon profile with crimped valve likely caught onto the sheath tip during delivery system withdrawal resulting in the distal tip split and liner delamination. As the radiopaque c-marker band would be exposed with the liner fully delaminated, it would be more prone to dislodging from the distal tip, especially if compounded with excessive device manipulation to retrieve the delivery system through the sheath. As such, available information suggests that patient (calcification) and procedural factors (altered balloon profile, non-coaxial retrieval, excessive manipulation) may have contributed to the reported.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report nos: 2015691-2021-04014 and 2015691-2021-04009. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a tf tavr case, during initial implant of the 26mm s3u valve in a moderately calcified landing zone, the valve was not able to be inflated due to a leakage in the balloon. The valve was able to be pulled back in the sheath and out of the patient without injuries. A new valve was used to complete the case and during that valve deployment the balloon burst after the valve was fully expanded with a successful outcome for the patient. The sheath was received for evaluation. It was observed that the liner was received delaminated at the distal area of the sheath. The delamination area measure 145 mm in length. Additionally, the c-marker was found attached into the valve. Lastly, the distal tip was split.